Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, lot# 0207456179, product type: lead .product ID: neu_unknown_lead, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient experienced inadequate pain. It was unknown when this started. There was no patient death or injury. The implantable neurostimulator (ins) was explanted. It was noted that a intrathecal pump was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.